Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d4 model # updated, d4 catalog # removed, and d4 primary UDI # updated, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Evaluation results: the device was returned to zoll medical corporation for evaluation. The customer's report was not observed during evaluation of the device. The device is an r-series bls (basic life support), the manual 30j self test is not an available option. However, the device can perform code readiness tests automatically, provided it is configured correctly and has a known good cable connected to the device side test port. Device passed defib cycles and all other required bench tests and passed an internal inspection. The device was recertified and returned to inventory. Analysis of reports of this type has not identified an increase in trend.